Manufacturer narrative:
(B)(4). Abbott laboratories cannot confirm that an abbott test was used in 1996 to test the patient for (B)(6). However, this event is being submitted under catalog # 03a77 ((B)(6)) eia as this product was available in 1996. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
A public individual contacted abbott on (B)(6) 2013, inquiring about the clinical utility and intended use of abbott (B)(4) tests and which test diagnoses (B)(6). The individual stated that in 1996, a doctor confirmed her husband as having (B)(6) because an abbott test (assay unknown) read (B)(6). No test results were provided. The individual stated that when her husband died, they found no (B)(6). No information on test methods performed was supplied. Abbott had a follow-up conversation with this individual on (B)(6) 2013. The individual stated that in 1996, (B)(4) testing (unknown abbott method) was performed by a laboratory located in (B)(6). Additional testing was performed using a roche method (pcr viral load) but results were not known. At that time, the physician told the patient that he had the (B)(6). The individual stated her husband was retested in 2012 and 2013 by a hospital in (B)(6) by electromicroscope. Both tests reported (B)(6) viral particles and (B)(6) budding retrovirus. The individual stated that when her husband died on (B)(6) 2013, no (B)(6) was found. It is not known if the patient was being monitored or treated for (B)(6) between 1996 and 2013.